Event description:
Suture disruption/graft tear: it was reported that the patient was operated in 2002. Axillo-femoral bypass. At 2 a.m. 2 days later, the first tear of the graft occurred near the anastomosis. The patient suffered bleeding in the right shoulder and was without blood pressure (resuscitation requried). The graft and the arteriotomy were "freshened up" and a new anastomosis was placed. At 2 p.m. On the same day, a second tear occurred and the patient had to undergo surgery. The 40cm polyester graft was implanted. The axillary anastomosis is currently stable.